Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter was damaged. Visual analysis indicated damage during use. The analyst noted that the valve was separated from the catheter hub during the procedure when the dilator was withdrawn. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter's blue valve dislodged when the dilator was removed. The catheter was not used and replaced. No patient complications have been reported as a result of this event.